Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. After pre-mapping the left atrium with a non-boston scientific mapping catheter, the physician noticed an abnormality before inserting the faradrive into the body and discontinued the case. A post-procedure examination diagnosed cardiac tamponade. Symptoms were mild, so the patient was placed under observation. Needle puncture was performed without issue. Faradrive and farawave were not used as they had not yet been inserted into the body. No further details were provided. The device is not expected to be returned for analysis (discarded). It was further reported that no issues were noted with transseptal workflow. The cause for the patient complication was unclear. There was a hematoma, and it is believed that the non-boston scientific mapping catheter may have contributed to the patient complication. Act was therapeutic. The patient has been discharged (the symptoms were mild, and under observation).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac tamponade and hematoma are known inherent risk of use of this device. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the nrg transseptal needle device confirmed that the events of cardiac tamponade, hematoma, and additional intervention required are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the nrg transseptal needle device is acceptable. Investigation conclusion: based on the information provided, the reported events of cardiac tamponade and hematoma are known inherent risks of the nrg transseptal needle device. Cardiac tamponade and hematoma are expected procedural complication addressed within the IFU for the nrg transseptal needle. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. After pre-mapping the left atrium with a non-boston scientific mapping catheter, the physician noticed an abnormality before inserting the faradrive into the body and discontinued the case. A post-procedure examination diagnosed cardiac tamponade. Symptoms were mild, so the patient was placed under observation. Needle puncture was performed without issue. Faradrive and farawave were not used as they had not yet been inserted into the body. No further details were provided. The device is not expected to be returned for analysis (discarded). It was further reported that no issues were noted with transseptal workflow. The cause for the patient complication was unclear. There was a hematoma, and it is believed that the non-boston scientific mapping catheter may have contributed to the patient complication. Act was therapeutic. The patient has been discharged (the symptoms were mild, and under observation).

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields describe event or problem (b5), in section b - adverse event or product problem, and patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac tamponade occurred. The procedure was cancelled. During a pulmonary vein isolation procedure, a nrg transseptal needle was selected for use. After pre-mapping the left atrium with a non-boston scientific mapping catheter, the physician noticed an abnormality before inserting the faradrive into the body and discontinued the case. A post-procedure examination diagnosed cardiac tamponade. Symptoms were mild, so the patient was placed under observation. Needle puncture was performed without issue. Faradrive and farawave were not used as they had not yet been inserted into the body. No further details were provided. The device is not expected to be returned for analysis (discarded).